Event description:
It was reported that during sterilization inspection, a crack in the the blue housing of the fenestrated bipolar forceps instrument was identified. The instrument was not used during a surgical procedure. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's housing to be cracked. There was a small crack on the blue housing. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured .078 - .124 in length and not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.